Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown screw/unknown lot number. Device possible part number is 02.113.103. Part number cannot be verified. Not explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported patient was implanted with a 3.5mm stainless steel lateral hook plate for ankle and eight (8) screws on (B)(6) 2015. On unknown date, patient presented to allergist with pain and swelling at the implant site. Patient is currently undergoing evaluation for possible allergic reaction to the implants. There are currently no plans to explant the devices. This complaint has 2 devices. This report is 2 of 2 for (B)(4).